Manufacturer narrative:
The field complaint of the detachment of device header was confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. A visual inspection revealed the header separated from device can, which is consistent with damage from explant procedure. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The cause of the event is due to damage caused by the explant procedure.

Event description:
During a routine device upgrade procedure, the header separated from the device as it was removed from the device pocket. The replacement device was implanted to resolve the event and the patient was in stable condition.